Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable 319 errors on the universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the error and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and failed the fiber test on the parallelogram pinging error 319. A gold parallelogram was installed, and the error went away. The original parallelogram fiber was re-installed, and the error returned. The complaint regarding repeated 319 errors on the usm was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported failure is attributed to component failure. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeated non-recoverable 319 fault on universal surgical manipulator (usm) 3. The site tried to emergency power off (epo) a couple of times with no change. The surgeon proceeded with three usms after disabling usm 3. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue first occurred during the procedure.